Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reporter stated that the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the audible and vibratory features but the display was blank. The evaluation was unable to complete the remaining testing and fully investigate the reported flashing display issue, no conclusion can be drawn. The pump casing was opened and moisture corrosion was found on the display connector and the main circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.